Event description:
It was reported that there was low lead impedance and adverse, sharp stimulation paresthesia to low back while sitting. Some electrodes were out of range, they were too low at less than 50. The patient¿s device was interrogated and was reprogrammed. The low impedances were unresolved with no further actions planned and the sharp stimulation was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # va0181zq, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # va08t0q, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # v580794, implanted: (B)(6) 2013, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3487a-56, lot # va07fkr, product type lead. (B)(4).